Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete sample ID as the characters exceeded the limit for this field.) All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p60-32 that has a similar product distributed in the us, list number 7p60-21/-31, with 510k/PMA/bla number k153730.

Event description:
The customer reported a false negative alinity I syphilis tp results for one patient sample generated on the alinity I processing module. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 0.43 s/co; repeat result = 0.42 s/co (negative). Other tests performed: vdrl has a titer of 1:2 (positive), tpha has a titer of 1:4. There was no impact to patient management reported.

Event description:
The customer reported a false negative alinity I syphilis tp results for one patient sample generated on the alinity I processing module. The following data was provided: on (B)(6) 2025, sid (B)(6): initial result = 0.43 s/co; repeat result = 0.42 s/co (negative). Other tests performed: vdrl has a titer of 1:2 (positive). Tpha has a titer of 1:4. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, return sample analysis, and in-house testing of a retained kit of the complaint lot. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I syphilis assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 71349be00. The device history record was reviewed and did not identify any nonconformances or deviations associated with the complaint lot and complaint issue. Return sample analysis was performed on the returned specimen samples with the following results: sid (B)(6). Alinity I syphilis tp: 0.44 s/co (nonreactive). Recomline treponema igm: negative (tp47 and tp15: very low intensity). Recomline treponema igg: borderline (tp17: strong intensity). Innolia syphilis score: negative (tpn17: equal to +/- control line). Sid (B)(6) (aliquot of sid (B)(6)). Alinity I syphilis tp: 0.48 s/co (nonreactive). Recomline treponema igm: negative (tp47 and tp15: very low intensity). Recomline treponema igg: borderline (tp17: strong intensity). Innolia syphilis score: indeterminate (tpn17: higher than +/-, and lower or equal to 1+ control line). In-house testing of a retained reagent kit of the complaint lot 71349be00 was performed. All specifications were met, and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. Labeling was reviewed and adequately addresses the current issue. Based on the information provided, no systemic issue or product deficiency of the alinity I syphilis tp reagent lot 71349be00 was identified.